Manufacturer narrative:
Tracking no: (B)(4). Corrected data: date of birth.

Manufacturer narrative:
Tracking no: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.